Manufacturer narrative:
01-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon remained in vagina / tampon without string in vaginal vault [foreign body in reproductive tract]. Attempting to remove the tampon the string de attached and the tampon remained in [complication of device removal]. Bleeding cervix [cervix haemorrhage uterine]. Tampon string detached [device breakage]. Consumer contacted via e-mail and stated that when his/her daughter attempted to remove the tampon, the string detached and the tampon remained in. No serious injury was reported.

Event description:
Tampon remained in vagina / tampon without string in vaginal vault [foreign body in reproductive tract]. Attempting to remove the tampon the string de attached and the tampon remained in [complication of device removal]. Bleeding cervix [cervix haemorrhage uterine]. Tampon string detached [device breakage]. Consumer contacted via e-mail and stated that when his/her daughter attempted to remove the tampon, the string detached and the tampon remained in. No serious injury was reported.

Manufacturer narrative:
01-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon remained in vagina / tampon without string in vaginal vault [foreign body in reproductive tract]. Attempting to remove the tampon the string de attached and the tampon remained in [complication of device removal]. Bleeding - cervix [cervix haemorrhage uterine]. Tampon string detached [device breakage]. Case description: consumer contacted via e-mail and stated that when his/her daughter attempted to remove the tampon, the string detached and the tampon remained in. No serious injury was reported.